Event description:
Revision occurred approximately 8 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to user error. The surgeon was not happy with the stability of the initial construct, as the glenosphere was put in "with a lot of inclination", according to the distributor; the glenosphere was not adjusted during the revision. A 40 mm + 6 135/145* humeral stability cup was explanted. This item was replaced with a 40 mm + 3 135/145* humeral stability cup and a 9 mm spacer.

Manufacturer narrative:
Revision occurred after 8 weeks due to user error. No actual, implied, or suspect link to fx product.